Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured at the proximal side. The device was removed and completed the procedure with a different device. No patient complications reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).